Event description:
Customer was hospitalized with high blood glucose levels. Nurse stated that the reservoir door did not close properly and did not stay closed causing unsteady insulin delivery. Nurse also stated that customer was removed from pump and put back on injection.